Event description:
This lead was explanted and replaced due to diaphragmatic stimulation and anodal pacing. The pt received an epicardial lead. There were no adverse pt events reported. The hosp retained the device. Should additional info be received, this file will be updated.